Event description:
Philips received a complaint by the customer on the v60 indicating that the battery light emitting diode (led) flashed continuously when the device was plugged into alternating current (ac) power after several weeks of charging. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery light emitting diode (led) flashed continuously when the device was plugged into alternating current (ac) power after several weeks of charging. The customer also noted that the battery that was installed was not a philips battery; in pneumatics, the battery volts were 15v, and the amps were zero. The battery connection and pins were good, and the device operated on battery power; however, the cooling fan continued to pulsate during trickle charge, and the battery never charged up. The remote service engineer (rse) advised the customer to replace the battery with a philips battery to correct the issue and provided the customer with the replacement battery part information. Investigation is ongong.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the battery light emitting diode (led) flashed continuously when the device was plugged into alternating current (ac) power after several weeks of charging. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery light emitting diode (led) flashed continuously when the device was plugged into alternating current (ac) power after several weeks of charging. The customer also noted that the battery that was installed was not a philips battery; in pneumatics, the battery volts were 15v, and the amps were zero. The battery connection and pins were good, and the device operated on battery power; however, the cooling fan continued to pulsate during trickle charge, and the battery never charged up. The remote service engineer (rse) advised the customer to replace the battery with a philips battery to correct the issue and provided the customer with the replacement battery part information. Per good faith effort (gfe) response, the replacement philips battery has been ordered, but it is currently on backorder. The device is still down at this time as the repair cannot be conducted due to the backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. A customer letter regarding the use of a non-philips approved battery has been provided to customer.